Event description:
It was reported that during a lap cholecystectomy procedure, the clips would not close and kept coming out in the patient. All were retrieved. There were no adverse consequences to the patient.